Manufacturer narrative:
Section d10: concomitant devices logic cr femoral cem, left, sz 4 (cat# 02-010-03-0240 / serial (B)(6) lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial (B)(6) three peg patella 35mm (cat# 200-02-35 / serial (B)(6) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10 years post initial left tka, the 79 y/o male patient had a poly swap due to infection. During case, it was found that it was in fact a recall poly. There was no breakage of the device or surgical delay/prolongation. Patient last known to be in stable condition following the event. Images and x-rays received. The device is available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: a. The revision was likely caused by prosthesis wear of the tibial insert and the reported infection. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The infection and the cause for the infection could not be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely caused by prosthesis wear of the tibial insert and the reported infection. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The infection and the cause for the infection could not be confirmed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.